Manufacturer narrative:
On (B)(4) 2013, only the cast converter housing of the device was returned to the manufacturer for evaluation. The device has been in the field for more than 10 years. This model was discontinued in 2007. Based on part evaluation performed by the manufacturer, and on-site evaluation by the technician, the failure mode was the top lag bolt coming out from the wall. The root cause of this failure has been identified as improper installation of the device, that the top lag bolt was not long enough, and it was not firmly secured to a wall stud. Information was not available whether the device was relocated by the end-user. In chapter a "pre-installation" of the gendex 765 dc installation manual, the (wall) support requirements and recommended mounting configurations are described, as well as installer's responsibility for verification. In chapter b "installation" the mounting configurations are also described in detail. In chapter e "system function checks", mounting check is part of the annual recommended maintenance. This malfunction is not related to the manufactured of the device nor the design. This completes our investigation.

Event description:
The device fell off the wall while it was being positioned for use on a patient, hitting the patient on the head and leg. The patient went to the emergency room and received head CT. She sustained a large confusion above her left eye but was diagnosed with a concussion.